Event description:
Information was received from a physician stating that a patient had a lead replacement surgery due to a lead fracture identified due to high impedance. The physician also indicated there were no visible anomalies identified with the explanted leads. No further relevant information has been received to date.